Event description:
Procedure performed: unknown. Event description: kii dissecting balloon was inserted into the intra- abdominal wall. The patient groan area was smaller than average patient. Surgeon took a while to insert the balloon. Once inserted did insufflated the balloon with camera. There was a bleed this bleed was due to the muscle near the umbilicus incision was torn. Found out after putting in the structure balloon and the camera in that we had pierce through the peritium wall. The case had to be converted to open case. Surgeons feedback was the tip of the kii dissecting balloon is more traumatic than the [non-applied medical] one. Patient status: okay. Just had to convert the lap case to open case.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. At this time, applied medical is unable to determine the exact root cause of the injury or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed unknown. Event description: kii dissecting balloon was inserted into the intra-abdominal wall. The patient groan area was smaller than average patient. Surgeon took a while to insert the balloon. Once inserted did insufflated the balloon with camera. There was a bleed this bleed was due to the muscle near the umbilicus incision was torn. Found out after putting in the structure balloon and the camera in that we had pierce through the peritium wall. The case had to be converted to open case. Surgeons feedback was the tip of the kii dissecting balloon is more traumatic than the [non-applied medical] one. Patient status: okay. Just had to convert the lap case to open case.